Event description:
Event description cpi received information that a pacemaker dependent patient with this implantable pulse generator (ipg) was experiencing near syncope. The EKG indicated no pacing spikes. Pacing, sensing and impedance thresholds were withing acceptable parameters. A chest x-ray was unremarkable. The patient was monitored for 2 days with proper pacemaker function noted. A holter monitor exhibited periods of complete heart block with no pacing output. All measurements were repeated and were unchanged. A new chest x-ray was unchanged. The physician elected to do an invasive analysis which was unremarkable. The patient was again monitored and several periods of no output were noted. The patient was taken back to the or two (2) days later where a new model 950 was successfully implanted.